Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported administration of IV fluids and insulin. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed persistent hyperglycemia despite multiple insulin delivery requests and showed periods where insulin delivery was interrupted due to low or depleted cartridge and incomplete cartridge load events. The reported leakage between the cartridge and connector is consistent with ineffective insulin delivery along the fluid pathway. Based on available information, the event was attributed to a suspected infusion pathway issue rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
On (B)(6) 2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia with blood glucose reported above 400 mg/dl, resulting in diabetic ketoacidosis (dka) and hospitalization. The user was transported by emergency medical services and treated with IV fluids and insulin. The user was discharged on (B)(6) 2025 and recovered with no long-term health effects reported.